Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was reported that the cause was "by an infection with the bacterium e-coli". It was not reported if the patient was hospitalized. Treatment was not reported. Patient outcome and action taken with pd therapy were not reported. No additional information is available.